Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1723602, was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that during a mynxgrip vascular closure device (vcd) 5f procedure, the vcd shuttle did not pull down to the sheath. The vcd was being used in conjunction with a 5f procedural sheath introducer following an unspecified procedure. The device storage temperature did not exceed 25 °c. Resistance/friction was not experienced as the vcd was advanced through the sheath. The sheath was not kinked/bent.

Manufacturer narrative:
Complaint conclusion: it was reported that during a mynxgrip vascular closure device (vcd) 5f procedure, the vcd shuttle did not pull down to the sheath. The vcd was being used in conjunction with a 5f procedural sheath introducer following an unspecified procedure. The device storage temperature did not exceed 25 °c. Resistance/friction was not experienced as the vcd was advanced through the sheath. The sheath was not kinked/bent. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. The procedural sheath was not returned with the device; therefore, a physical investigation could not be performed. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The shuttle cartridge and the catheter were inspected for anomalies that may have caused the reported event. Damage was observed at the balloon proximal bond. The damaged balloon proximal bond taper was probably caused by a misalignment of the procedural sheath during the device pull back step. A misalignment of the procedure sheath by the user may cause the balloon proximal bond taper to make angular contact with the distal end of the procedure sheath. An angular contact may sweep the taper and damage the proximal bond. Functional test could not be performed on the returned device due to the damaged balloon proximal bond taper (deformed proximal bond taper will obstructed the shuttle path). A review of the manufacturing documentation associated with lot f1723602 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The event reported as ¿shuttle advancement issue¿ was confirmed due to the condition (damaged balloon proximal bond taper) in which the unit was received for analysis. The exact cause of the reported event experienced by the customer may have been the misalignment of the procedure sheath by the user. However, the root cause of the event could not be conclusively determined. Neither the device history record review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Procedural factors and handling process may have contributed to the event as reported. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.